Event description:
Reporter alleged discrepant blood glucose results of hi back to back with a result of 245 mg/dl when testing was performed 8 minutes apart on the advantage system. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.